Event description:
The customer stated that the insulin pump was exposed to an MRI scan, and began giving motor error alarms, as well as other error alarms. Troubleshooting was performed, and no damage to the drive support cap was noted. Multiple error alarms were found in the alarm history. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The unit had a cracked reservoir tube lip and scratched display window. The insulin pump failed the displacement test, and alarmed motor error during the rewind due to an out of phase motor encoder signal.